Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the estimated longevity could not be calculated by the cardiac resynchronization therapy defibrillator (crt-d). The device was kept at room temperature for one week and a second attempt was made to obtain the longevity estimate, however, the battery longevity estimate was not available. The crt-d was not implanted. There was no patient involvement.